Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported abdominal pain, burning sensation, and hypercalcemia. There is no documentation to show a causal relationship between the adverse event and the liberty cycler. Additionally, there is no allegation of a machine malfunction or deficiency related to this event. The customer was initially experiencing slow fills, but completed treatment on the cycler. Hypercalcemia is common in dialysis patients and is effected by renal function, comorbidities and medications which can be presented with abdominal pain. Based on the limited information available, there is no indication that the liberty cycler is the cause of the patient¿s diagnosis of hypercalcemia. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported abdominal pain and burning sensation with subsequent hospitalization and diagnosis of hypercalcemia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to report that the liberty cycler was filling slowly. During the conversation the patient reported that they felt a burning sensation inside their tummy every time they filled and inquired if it could be infection related. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow-up with the patient who reported they were hospitalized for a stomach ache and burning sensation. The patient was told that they had an infection but did not know what type. The patient was still hospitalized at the time and was continuing to complete pd therapy during the hospitalization (unknown if fresenius products were utilized). Through an email response with the peritoneal dialysis registered nurse (pdrn) it was documented that the patient did not have an infection, but was admitted with a diagnosis of hypercalcemia (unknown lab values) and that was the reason for the abdominal pain and burning sensation. Hospital course and patient disposition is unknown.